Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, several episodes of noise were detected on the atrial channel resulting in inappropriate automatic mode switch (ams) episodes. All other electrical parameters were in range. The patient was stable.